Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.50 x 32 mm stent delivery system was returned for analysis with the product mandrel inserted and stent protector covering the stent. The stent protector was cut in order to give the analyst access to the crimped stent. A visual examination of the stent found that the 1st proximal stent strut row was damaged with stent struts lifted (flared). The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Upon reviewing the balloon cones it was noted that the proximal balloon cone is pushed distally (bunched). At the distal end of the balloon cone the wings were tightly wrapped and evenly folded and no signs of positive pressure were noted. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner shaft polymer extrusion found damage within the extruded distal inner with bunching noted in several locations along the inner shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21jun2019. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified and tortuous left anterior descending artery. After a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a maverick balloon catheter. A 2.50x32mm promus element drug-eluting stent was then advanced, but failed to cross the lesion. Dilatation was performed again at high pressure and finally the lesion was stented with another of the same device followed by post dilatation. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.